Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that it was fully clip-deployed with all external and internal components in appropriate post clip-deployment position except the vessel locator wings were bent. Bent locator wings could interfere with the clip deployment and result in a failure to close the vessel as reported. Bent locator wings could also result in difficult device removal after clip deployment; however, this was not reported. Based on the investigation findings, the probable cause for the bent locator wings is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and interfere with the clip deployment. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint database for this lot revealed no similar incidents with reported failure to achieve hemostasis after clip deployment. No manufacturing or quality deficiency was detected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment, hemostasis was not achieved. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.